Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with injection (inj) vancomycin (intraperitoneally (ip), 1 gm every fifth day) and inj cefazoline (ip, 1gm, once a day) for peritonitis. The antibiotic treatments given to the patient for peritonitis were ongoing for 14 days from the start date of administration. Ten days after the onset, the patient recovered from peritonitis and was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.